Event description:
It was reported that balloon rupture occurred. A 15mm x 3.00mm nc quantum apex balloon catheter was selected for use. However, during preparation, it was noted that there was a hole in the balloon. The procedure was completed with another of the same device. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a nc quantum apex mr balloon catheter in two pieces. The balloon was tightly folded. Analysis of the tip, balloon (and markerbands), inner/outer shaft, and hypotube included microscopic and visual inspection. Inspection revealed a complete separation in the hypotube located 54.5cm from the strain relief, and numerous kinks in the hypotube. The fracture faces of the broken hypotube were pinched, as if kinked prior to being separated. Inspection of the rest of the device found no other damage or defect. The distal portion of the broken hypotube (balloon end) was attached to a stopcock (adapted) to inflate the balloon, and test for balloon leak (hole). The balloon could not be inflated as the hypotube was pinched and fluid could not flow into the device.

Event description:
It was reported that balloon rupture occurred. A 15mm x 3.00mm nc quantum apex balloon catheter was selected for use. However, during preparation, it was noted that there was a hole in the balloon. The procedure was completed with another of the same device. There were no patient complications reported.